Manufacturer narrative:
Device analysis: the returned artificial urinary sphincter (aus) components were analyzed and no malfunctions were found. With all the available information, boston scientific concludes that the product malfunction could not be identified as the probable cause of the reported event as the reported adverse event included a potential adverse event within product labeling.

Event description:
It was reported that during the implant procedure the device was not implanted dur to previous scarring, possibly peroration with an artificial urinary sphincter (aus). The device was not implanted and the patient was closed with no new device.

Event description:
It was reported that due to an urethral injury the patient had his artificial urinary sphincter (aus) original implant surgery aborted. Nothing was implanted. It was further reported that the urethral injury was "scarring, probably perforation."